Event description:
It was reported that the bd maxzero needleless connector was occluded. The following information was provided by the initial reporter: the npt could not pass through the maxzero connector.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a mz1000 product was not available for investigation; and details of the lot number were not provided. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product.

Manufacturer narrative:
Investigation summary: a mz1000 product was not available for investigation; and details of the lot number were not provided. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported that the bd maxzero needleless connector was occluded. The following information was provided by the initial reporter: the npt could not pass through the maxzero connector.